Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation and remains implanted in the patient. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs patient controller (pc) was displaying the ¿replace generator soon" message. Follow up information identified the patient's scs ipg may be depleting prematurely. A company representative was scheduled to meet with the patient to further evaluate the issue.

Event description:
Follow up information received identified the company representative met with the patient and found the ipg battery was good. The representative reprogrammed the patient's scs system, no further actions needed at this time.